Event description:
Parents of infant used cvs brand digital thermometer at home to check child's temperature. Temperature read as 102.5. Family presented to ER with infant. In ER setting temperature obtained was 98.9. Sepsis work-up performed, including multiple lumbar puncture attempts. IV antibiotics administered. Parents brought thermometer in from home. When tested, the infant temperature was 103 on the cvs thermometer and 99.2 on the hopsital thermometer.